Manufacturer narrative:
No product in unit carton.

Event description:
The reporter stated the surgeon inserted a 21.0 diopter aa4203tl silicone plate toric lens and the haptic was torn by the injector during insertion. There was no patient injury.